Event description:
Customer reportedly received results of 500 mg/dl and 218 mg/dl within 10 minutes on the compact plus system. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.